Manufacturer narrative:
The customer reported the event might have been due to the surgeon¿s settings, as it was not replicated with another surgeon. The system performed as intended during other procedures. The customer did not request service for the system. With no additional, related information provided, the customer reported event could not be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported low aspiration during a cataract with intraocular lens (iol) procedure. The system was exchanged to complete the procedure with no harm to the patient.